Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose (bg) level was 148-161mg/dl. Customer reverted to an alternative method of insulin therapy.